Event description:
Device 3 of 4. (See MFR# 1627487-2010-01493, 1627487-2010-02414, and 1627487-2010-02416 for devices 1, 2, and 4). On (B)(6)2010, the pt was implanted with an scs system. It was reported that the pt was not receiving effective stimulation, so on (B)(6)2010, the doctor revised the lead. After the revision the pt still was not receiving effective stimulation and reported experiencing dizziness, blurred vision, and headaches whenever the stimulator was turned on. The system was explanted on (B)(6)2010.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Complaint of ineffective stimulation was confirmed; as received the (B)(4) lead has three channels that measure open. Ipg and lead extension passed functional tests. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.